Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was no power to the pump and there was alleged moisture in the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2019 with the following findings: a review of the pump black box showed pump reboots occurred. A visual inspection of the pump revealed the battery compartment and returned battery cap were undamaged. There was no evidence of moisture contamination inside the battery compartment. There was moisture observed inside the display. Leak testing showed leaks at a pump case crack. The returned battery cap was able to fit securely to maintain an electrical connection. The pump powered on with audible tones and vibrations indicating that there was power to the pump. The pump was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and moisture damage was found on the printed circuit board. The complaint of a power issue was shown in the pump history but was not duplicated during investigation; however, moisture in the pump was confirmed.